Manufacturer narrative:
Correction to d4, the subject device lot number is kr109720. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where it was confirmed that the probe was broken, the coating of the probe was peeled off, the exposed probe surface was found to have scratch, and the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred and the probe broke due to contact with a surgical instrument or metal. Although the root cause could not be determined, the following step-by-step scenario likely caused the event: when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe broke when added some load. According to the legal manufacture, the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. This following information is included in the instructions for use (IFU): "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.". " do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.". " if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.".

Manufacturer narrative:
This report is being supplemented, to provide additional information ,based on the legal manufacturer's final investigation.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer initially reported to the olympus representative during a therapeutic laparoscopic hysterectomy, the thunderbeat probe broke and fell into the patient. The broken piece was removed. This event was reported in patient identifier (B)(6). After a request for additional information, it was reported an additional two (2) thunderbeat handpieces broke during the same procedure. The pieces were removed. The procedure was completed with another device. There was no prolonged hospital stay for the patient. There was no patient harm or injury. The olympus representative also reported the functional mode was seal and cut and the device usage was regular and optimal. The surgeon does not recall any particular abnormalities during the event except an error alert. The device was used for 60 minutes prior to the event. There was no event history log for the usg-400 available. The usg-400 software version was 2.00. The intelligent tissue monitoring (itm) was on, which is the usual setting in the facility, was not changed during procedure. The user understands the functionality of itm, which may not always detect already cut tissue. The customer has reported the incident to the (B)(6). The event includes three (3) reports as follows: patient identifier (B)(6): tb-0535fcs, pw307217, patient identifier (B)(6): tb-0535fcs, pw109720, patient identifier (B)(6): tb-0535fcs, pw30716. This is report 2 of 3 for patient identifier (B)(6): tb-0535fcs, pw109720.

Event description:
The three thunderbeat (tb) devices broke in the one procedure with the same patient. During procedure of laparoscopy, when using the forceps, the probe of the tb-scissor fell into the patient, was then found and extracted. For lot pw109720, the device was sent back.